Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the package was opened during the veterinary procedure, the needle was held, only the needle was removed when it was taken out. Another device was used to complete the case. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.